Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was showing high capture thresholds once it was already implanted at the implant procedure. The physician decided to discontinue the use of the lead because the procedure time up to this point had been extended for several hours. The physician thought there was a possibility for thermal sagging and deformation due to being forced into a narrow blood vessel. The lv lead was then changed for a new one that was implanted successfully. No additional adverse patient effects were reported.